Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was 166 mg/dl. Reportedly, the customer administered a bolus. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected. The customer indicated that the cartridge and infusion set would be changed.